Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric 90% stenosed lesion in the right coronary artery with moderate tortuosity and heavy calcification. Pre-dilatation was performed and the 2.25 x 12 mm xience alpine stent delivery system (sds) was advanced, but met resistance with the guideliner. The decision was made to remove the sds, and resistance was noted again. A non-abbott sds was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.